Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h1. The certas valve was returned for evaluation. Device history record - there is no indication that the production process may have contributed to this complaint. UDI : (B)(4). Failure analysis - the valve was visually inspected, the proximal connector was slightly pinched, and needle holes in the needle chamber were noted. The valve was hydrated. The position of the cam when valve was received was at setting 1. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve passed the test for programming, flushed, siphon guard, reflux and pressure. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The root cause for the slightly pinched proximal connector is probably due to user error, this did not have an impact on the functioning of the valve. The possible root cause for the problem reported by the customer could be due to "biological debris and protein build up, no functional issues were noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a patient had headache and ventricular enlargement after a certas valve implantation. The valve was implanted via v-p shunt on (B)(6) 2019 with setting 6 for treatment of secondary normal pressure hydrocephalus (snph). However, the patient had headache and ventricular enlargement, observed by shunt contrast. The setting was changed to a lower setting, but the patient condition did not improve. Therefore, the valve was replaced to a new one on (B)(6) 2020 with setting 5. The patient recovered.